Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed and found to have no anomalies. (B)(4) no anomalies found, defib conductor blood/body fluid (not obstructed), proximal conductor blood/body fluid (not obstructed), outer tubing overlay cosmetic esc, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and found to have no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately four months post the implant of the crt-d system. Cause of death was requested and not received.